Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had an mdm hip that dislocated. The polyethylene liner and inner metal head then became dissociated while still inside the patient.

Manufacturer narrative:
An event regarding disassociation involving an adm liner was reported. The event was confirmed. Visual inspection: there are scratches on the articulating surface on the adm insert, consistent with in-vivo service and explantation damage. Dimensional inspection: the device is dimensionally within specification with the exception of two features. This is most likely due impaction/extraction. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated: CT-scan section confirms an intra-prosthetic dislocation of the poly liner. Principal root cause of failure thus was cup malposition leading to impingement and dislocation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that cause of the event was due to cup malposition with the instability probably further aggravated by a procedure-related effect of capsular laxity early after previous revision surgery. There is no indication that the reported event was device related.

Event description:
It was reported that the patient had an mdm hip that dislocated. The polyethylene liner and inner metal head then became dissociated while still inside the patient.